Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Below, the materiovigilance declaration made by the service: blueapp: 1. Eias declarations registration: no. 51246 version 1 date of entry: 08/30/2024 09:52:10 reporting user: anonymous do you wish to keep this declaration anonymous? : yes - area concerned by the event associated with the care: health vigilance (other than pharmacovigilance). "As per cc form": impossible to deploy the stent in the patient - choose the most appropriate adverse event (-> certification criterion): materiovigilance in pharmacy: dmsuu-implantable material or not (material/packaging design defect) ->eq3-2 description of events: prosthesis evolution biliary evo -fc-10-11-6- b lot c2146670 did not deploy - date of occurrence of the event: 08/29/2024 frequency: you have already encountered this type of event ...: 1- . For which victim do you determine the severity? (The severity levels are different depending on the victim selected) ): patient severity: what are the facts observed at the time of your report? : 2- .. What immediate measures were taken? : change of equipment could your professional practices (in your team) be improved to avoid/mitigate a similar eias/error? : no in this case, could another sector of activity than yours participate in the improvement to avoid a similar situation? : no -medical specialty of "my" department: gastroenterology and hepatology (medicine)[sp20] uf: 2049 -in your opinion, was the event avoidable? : avoidable -pole: 05 - mad digestive system diseases vigeris moderation: awaiting moderation by vigeris a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Duodenoscope olympus tjf306 - 4.2 3. What was the position of the elevator? Closed 4. Details of the wire guide used (diameter, type, make)? Jagwire035 - 450 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No 7. Please advise the anatomical location of the intended target site. Biliary duct 8. How long was the stent in the patient by the time this complaint occurred? Na 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Non communicated 2. Where was the stricture located in the body? Biliary duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? No 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2146670 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th of september 2024. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned ¿ directional button returned in deployment position ¿ red shuttle returned on last dimple ¿ safety wire returned in-place. Safety wire leur (red handpiece) not present on safety wire. ¿ stent returned within delivery system (undeployed) ¿ flexor break observed at end of clear section (approx. 11.7cm from white tip) ¿ multiple severe kinks noted along flexor/outer sheath. Functional inspection: ¿ handle actuating with resistance for deployment and recapture. ¿ safety wire unable to be removed due to red leur detachment. The red leur of the safety wire was not present on the returned device, it is possible that the leur became detached when attempting to remove the safety wire with the catheter kinked. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the duodenoscope was in a closed position during attempted deployment. It is likely that the elevator being in a closed position would have caused kinking of the introducer leading to resistance, subsequently the safety wire could not be removed, and stent deployment could not be achieved. It is likely that the outer sheath break occurred when withdrawing the kinked introducer from the patient after attempted deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-24.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2146670 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12th september 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button returned in deployment position. Red shuttle returned on last dimple. Safety wire returned in-place. Safety wire leur (red handpiece) not present on safety wire. Stent returned within delivery system (undeployed). Flexor break observed at end of clear section (approx. 11.7cm from white tip). Multiple severe kinks noted along flexor/outer sheath. Functional inspection: handle actuating with resistance for deployment and recapture. Safety wire unable to be removed due to red leur detachment. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to device handling and/or difficult patient anatomy. It is possible that the introducer kinked when taking the device out of the packaging, when loading the device onto the wire guide, when advancing through the duodenoscope, when advancing to the target location due to a tortuous path or if the stricture was tight, as per the additional information the stricture was not dilated before stent placement. As a result of the kinks it was not possible to remove the safety wire and stent deployment could not be achieved. From the lab evaluation, multiple kinks were noted along the introducer/flexor and a flexor break was noted in the clear section. It is likely that the flexor break occurred when withdrawing the kinked introducer from the patient after attempted deployment. It was also noted that the red luer of the safety wire was not present on the returned device, it is possible that the luer detached from the handle when the user attempted to remove the safety wire during the procedure with the introducer kinked. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A possible root cause could be attributed to device handling and/or difficult patient anatomy. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (update the a and g codes, investigation evaluation notes) on 05-feb-2025.